Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming error 41171 at power on. There was no patient involvement.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc d9: date returned to mfg; 6/9/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The device failed the power on test. It was found that the printer wires assembly(pwa) had failed. The pwa was replaced.